Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive sheath had a leak issue. During a pulsed field ablation (pfa) procedure, a faradrive sheath was selected for use. The physician noted no abnormalities during the preparation or use of the sheath, and no damages to the luer. The sheath was irrigated using a pressure bag with an open flow. The devices inside the sheath prior to and at the time the leak was observed were a bsw octaray mapping catheter and farawave pfa catheter. While inserting the sheath, the physician noticed a leak on the valve after pre-mapping. The leak appeared to be coming from the proximal end of the sheath and was characterized as a slow drip. To resolve the issue, the physician decided to replace the sheath, and the procedure was completed without any patient complications. No air was seen in the sheath or in the patient at any point. The sheath is not expected to be returned for laboratory analysis as it was retained by the customer.